Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 1.20x12mm emerge" balloon catheter was advanced for dilatation. However, it was noticed that the balloon shaft was broken. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the tip of the device. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a kink in the hypotube, 5mm from the strain relief and damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 1.20x12mm emerge¿ balloon catheter was advanced for dilatation. However, it was noticed that the balloon shaft was broken. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.